Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that this was the second plate breakage for the patient. It happened after ca. 6 weeks alleged due to a fall of the patient. Review of x-rays: (B)(6) 2015: - one x-ray, bedside view, femur left ap view, postop: postoperative situation with an implanted ncb plate femur left from lateral. Proximal fixed with 3 screws in the last 3 holes, the distal part of the plate is not visible. The middle third of the plate is not staffed with screws. In this area of the plate two cerclage wires are visible, proximal and distal. On the medial side of the proximal cerclage wire just lateral above a cortical bone defect is visible. - two x-rays bedside view femur, distal with knee and lower leg left ap / lateral view, postoperative: two thirds of the plate distal and an implanted knee prosthesis are visible. The breech of cerclage is ventral. Below the lowest cerclage wire the plate is fixed with five screws. The plate is just off the bone in this area. The cortical bone defect medial above to the upper cerclage wire lateral is clearly visible. (B)(6) 2015: - two x-rays, distal femur and knee, lower leg ap / lateral view, left: the x-ray shows the proximal femur below the cerclage down to the knee. No abnormalities compared to the pre-x-ray are visible. - one x-ray hip and proximal femur left ,ap view: the ncb plate is visible to the 2nd screw below the distal cerclage wire. No abnormalities compared to the pre-x-ray are visible. (B)(6) 2015: - two x-rays, femur with knee and proximal part of lower leg, left, ap / lateral view: compared to the pre-x-ray from (B)(6) 2015 the cortical bone defect lateral above the proximal cerclage wire seems to be more pronounced, extending more medially. The two cerclage wires and the visible osteosynthesis material appear unchanged to the pre-x-ray. Additionally it is noticed that the plate was implanted too proximal compared to surgical technique and it is implanted not uniformly close to the bone. (B)(6) 2015: - two x-rays hip and proximal femur left ap / lateral view: visible fracture of the femur with bending wedge and fracture of the plate at the level of the proximal cerclage wire. The bending wedge begins proximally at the level of the lateral cortical bone defect above the proximal cerclage wire. The proximal and visible distal part of the broken plate seems to be well fixed. - two x-rays, femur and knee and proximal part of lower leg left, ap / lateral view: a cortical bone defect is visible below the distal cerclage at the dorsal part of the femur, comparatively not yet visible to the pre-x-ray of (B)(6) 2015. (B)(6) 2015: - one x-ray, bedside view femur left, ap view, postop: situation after implanted ncb plate lateral, proximal fixed with four screws, below, it is not staffed with screws over a longer distance. In this area of the plate without screws the fracture of the femur is clearly visible. - two x-rays, bedside view, distal femur and knee and lower leg, left,ap / lateral view, postop: the ncb plate sems to be well fixed, visible from the lowest of the four proximal screws until the femoral condyle. (B)(6) 2015: - two x-rays hip with femur left ap / lateral view: unchanged situation compared to the x-ray of (B)(6) 2015. - one x-ray femur and knee and proximal part of lower leg, left, ap / lateral view: visible ncb-plate, distal well fixed with eight screws. (B)(6) 2015: - two x-rays, femur distal and knee and lower leg, left, ap / lateral view: on the ap view only the distal part of femur with distal well-fixed ncb-plate is visible. On the lateral view the femur is shown with apparently well fixed ncb-plate just above the fracture zone to the femoral condyle. - two x-rays, hip with femur, left, ap / lateral view: no abnormalities are visible compared to the postoperative x-ray from (B)(6) 2015. The fracture zone of the femur is clearly visible. Surgical reports: implantation of ncb df plate, left, 13 holes: surgical report of angular stable plate osteosynthesis: (B)(6) 2015: localisation: left main diagnosis: implant fracture after angular stable plate osteosynthesis. Additional diagnosis: periprosthetic fracture of femur stem at knee-prosthesis. Main procedure: angular stable plate osteosynthesis (femur stem fracture). Additional procedure(s): removing of cerclage wires out of the femur stem, removing of material femur stem, open reposition of a fracture on femur stem by cerclage wire. In this report it also mentioned that the patient realized a "crack" in the femur. The patient fell one day before. Removal of the broken plate, several screws and the proximal cerclage wire. The distal part was already well tied off and therefore the cerlclage wire there was not removed. A new 13 hole ncb plate was inserted with several screws. Locking caps were used. All screws with the locking cap were fixed with the torque screwdriver. Revision of ncb df plate, left, 13 holes: surgical report of angular stable plate osteosynthesis due to femur stem fracture (periprosthetic re-fracture): (B)(6) 2015: localisation: left main diagnosis: femur stem fracture (periprosthetic re-fracture) additional diagnosis: periprosthetic fracture at knee-prosthesis. Fracture of implant after angular stable plate osteosynthesis. Main procedure: angular stable plate osteosynthesis (femur stem fracture). Additional procedure(s): removing of material femur stem, removing of cerclage wire femur stem removal of the broken plate with all screws and both cerclage wires. The distal part was already well tied off. In the area of the refracture removal of callus tissue for histologic examination. Reposition of the fracture and lateral adapting of a femur ncb pp distal plate left 18-hole length 355 mm. A longer implant cannot be implanted, the wide portion of the plate reaches beyond the fracture proximally. Fixation with angular stable screws in the distal fragment with eight screws. Two of them were bicortical cortical screws. The proximal fragment was fixed with three bicortical and one monocortical cortical screws. This resulted a fixed retention of the fracture, which was bridged for a long segment with a plate without screws. Under x-ray fluoroscopy an exact reposition and a good attachment to the angular stable plate was visible. All screws with the locking cap were fixed with the torque screwdriver. Devices analysis: the broken plate, screws and locking caps were returned for investigation. The broken plate showed an indication for a fatigue fracture on the broken proximal part of the plate. There were also several scratches visible on the plate surface. On the backside of the plate there were polished areas around two screw holes. These polished areas were derived from the use of cable wires /cable button. That means that no bone spacers were used to avoid contact between the plate and the cable. The cerclage wires were not returned for investigation. No abnormalities found on the returned screws and locking caps. Review of internal documents: surgical technique describes the correct insertion of the ncb plate and screws. It is also described that ncb bone spacers (optional) may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable. "Insert the bone spacers into ncb screw holes before plate insertion". Possible causes for the reported event according risk management worksheet: a. Breakage of implant due to movement between implants leads to notching / fretting. B. Breakage of implant due to chemical / galvanic / crevice corrosion of material. C. Failure of surgery due to off label use. D. Breakage of implant due to patient do not follow the postoperative protocol. E. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. F. Breakage of implant due to wrong interpretation of x-ray template for dimensions. G. Breakage of implant due to user perform inadequate force to the plate h. Breakage of implant due to user define incorrect placement of the spacers and plate. I. Breakage of implant due to user performes inadequete forces to the plate. J. Breakage of implant due to user perform improper handling of the plate during insertion. K. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. L. Breakage of implant due to patient do not follow the postoperative protocol. Comparison to investigation results whether it is possible and justification: a. Possible: it is possible that the plate did not have stabile fixation because of the non-use of bone spacers. The plate was fixed directly to the bone. There were also 2 cerclage wires involved. This could lead to a movement of the plate in vivo. B. Not possible: no signs of corrosion found during the investigation. C. Possible: the plate was not according to the surgical technique implanted. The use of bone spacers was not followed and also the head of the plate was implanted too proximally. D. Possible: no information received about patient information (load bearing). The delivered postoperative x-rays shows the not correct implanted plate. E. Possible: the head of the plate was implanted too proximally. The position of the plate was not implanted according to the surgical technique. F. Possible: the head of the plate was implanted too proximally. The position of the plate was not implanted according to the surgical technique. G. Not possible: no signs of inadequate force to the plate visible. H. Possible: the plate was not according to the surgical technique implanted. The use of bone spacers was not followed and also the head of the plate was implanted too proximally. The plate was fixed directly to the bone. I. Not possible: no signs of inadequate force to the plate visible j. Possible: the plate was not implanted according to the surgical technique. K. Possible: no information received about limitation and postoperative restriction. L. Possible: no information received about patient information (load bearing). The delivered postoperative x-rays showed not correct implanted plate. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The product analysis of the plate showed an indication for a fatigue fracture. It could also be seen that the cerclage wires were in direct contact with the plate. On the backside of the plate there were polished areas around two screw holes visible. On these screw holes the cerclage wires were fixed. The surgical report of implantation dated (B)(6) 2015 does not describe the use of bone spacers. In the surgical technique it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable. "Insert the bone spacers into ncb screw holes before plate insertion". Furthermore, the x-ray dated (B)(6) 2015 showed a not correct implanted ncb plate according to the surgical technique. The plate head was implanted too proximally. The need for corrective measures is not indicated and zimmer (B)(4)considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted a ncb df plate, left, 13 holes on (B)(6) 2015. According to the doctor the patient reported that he had a fall onto the body side on (B)(6) 2015 and that this had caused the breakage. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the device.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb pp plate (exact catalogue number unknown) on (B)(6) 2015. It was reported that the patient had a fall on (B)(6) 2015 onto the body side and that this had caused a plate breakage.